Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high impedance and high threshold measurements in several lv polarity configurations. Reprogramming was done, which resolved the issue and the lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.